Event description:
See initial part.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue (ee6 in patient circuit). The circulatory motor was not working. The stirrer motor (contained in the patient bridge), the distribution board and the processor board were found to be faulty and were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2019. The most probable root cause of the reported event is a non-free to spin pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, that required a power overload to work, which could have resulted in an overcurrent ultimately caused damage to involved boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that a 3t heater cooler, during a procedure, displayed an error associated with pump using too much power (ee6). Follow up clarified the involved circuit was the patient one. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. As per follow up, there was a leak of neraly 150 ml on the floor. The leakage was coming from the blind overflow blue tube that was not in its rightful position hence the cause on the overflow. However, the ee6 that was displayed was not the result of the overflow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.